Manufacturer narrative:
Additional info for sculptra (lot #/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info was reported to a company sales representative by a doctor's office manager on (B)(6) 2008: a (B)(6) female received treatment with poly-l-lactic acid (sculptra) (lot # and expiration date unk) two weeks prior to the call. She presented to her local doctor with swelling under her eyes two weeks after getting her first injection of poly-l-lactic acid in her tear through by another doctor in a different state. The pt was described as "looking like she needs a lower blef." The pt was to be seen in their office on day of call. No further medical info reported.